Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 12,744 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the thread broken (there are several broken parts). The needle is connected to thread. However, without closed samples a proper analysis cannot be performed. Observation: as stated in the dafilon instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 2.14 kgf in average and 1.72 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 0.92 kgf in average and 0.31 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because only received an open used sample with the thread broken (contaminated). Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that when the customer opened the package and used it, the knotting thread kept breaking. No further information has been received.